Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. System logs confirmed an issue with the generic power distributor (gpd) circuit board and fse replaced it. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The gpd was analyzed and found to have no visual issues related to the reported failure. The gpd was installed and tested into a golden printed circuit assembly (pca) system where the component failed to power on the patient side cart. The complaint was confirmed based on failure analysis. The probable root cause is attributed to an electrical/fiberoptic defect of the gpd board.

Event description:
It was reported that during a training/demo of the da vinci system, the patient side cart (psc) was not powering on. The customer tried to power cycle the system but the issue remained. There was no report of patient involvement.